Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler (ex: ec60, long60a, pse60a, plee60a etc.)? -unk. Just to confirm, did the device deliver any staples or a cut line at the first firing? -yes. If yes, were the cut line and staple line approximately equal in length? -yes. An ecr60b cartridge reload was received for analysis. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Additionally, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. No further functional test could be performed due to the condition of the reload. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, the device could not fire completely at the first firing with the blue reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.